Manufacturer narrative:
The reported event was diaphragmatic stimulation. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient presented with diaphragmatic stimulation due to their left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable.